Manufacturer narrative:
This report is submitted on february 10, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 in readiness for an MRI. There are no plans to re-implant the patient.